Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 380 mg/dl. Reportedly, the customer did not have a backup method of insulin delivery available and alleged being unhappy with the pump's performance; however, a specific issue was not provided. Tandem technical support was unable to obtain additional information as the call was ended by the customer.